Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the cartridge to the pump via the luer connector during a complete supply change for a steel infusion set, with multiple connectors from two lots unable to fully lock, leading the user to temporarily use backup therapy and later reconnect with a partially turned connector that was holding. Symptoms included no adverse clinical effects, with blood glucose values reported at 150 and later 91 without hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no alarms. Investigation included troubleshooting with customer support and education, along with replacement connectors shipped. Investigation of this case revealed the connector could not be fully engaged despite multiple adapters, while a partially engaged connector functioned without affecting blood glucose. It was concluded that the event involved a device connection issue with no clinical impact and that replacement supplies were provided.